Manufacturer narrative:
The insulin pump had a cracked and bleeding display glass, cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube, broken reservoir tube lip and minor scratches on the display window.

Event description:
The customer reported via phone call that the insulin pump had a shattered display screen. The customer's family or friend stated that the customer had been playing ball, and the insulin pump got hit with the ball in the outfield. The screen was shattered and illegible. The customer's blood glucose was 167 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.